Event description:
It was discovered during testing at the manufacturer that the device ran on its own. There was no pt involvement and no allegations of adverse consequences associated with this event.

Manufacturer narrative:
Per the quality investigation at the manufacturer, various components were worn and damaged and were replaced. The device was repaired and additional preventative maintenance was performed. An alternate loaner was sent to the user facility while this device was being inspected.